Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that the device had been used in a lap. Gyn case in 2008. Post-operative conditions had been good. On the 11th of august, 2008; we were informed by the biomed that the pt had been re-operated 9 days post procedure. This was because of a post operative condition that got worse. It had been described to us, that during the or case of the initial procedure. An uncontrolled electricity flow might have happened as a "spark" had been observed. The hospital describes that the pt had been effected based on non-controlled vessel damage by the electrical flow. The device had been used on combination with a "berchthold generator". The original device was used during the or case and had been discarded by the hospital. The patient's condition is well.